Event description:
Additional information was obtained that the patient had their generator replaced. At the time of surgery is was confirmed to not be able to be interrogated. Attempts thus far have been made and the product has not been returned for analysis.

Event description:
It was initially reported by a company representative that a patient did not perceive vns stimulation any longer and the treating neurologist was unable to successfully interrogate the device. Additional information was received indicating the patient still notices voice alteration during stimulation; however, the intensity was not the same as before during magnet mode use. The patient reported an increase in seizures. The patient was referred for generator replacement surgery. Additional information from the treating nurse indicated the increase in seizures was of unknown relationship to vns therapy. The physician's programming system was confirmed to have been working well at the time of the patient's appointment and patient's generator was believed to be at end of service. No further information was provided by the nurse.

Event description:
Further information available from the area representative indicated that treating physician was unable to interrogate the patient with a new handheld computer. The area representative checked the programming equipment and indicated that it was working well. The patient's generator is now suspected to be at end of service. At the moment replacement surgery is likely but has not been scheduled.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report. Device manufacture date (mo/day/yr) corrected data: full date added.